Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: july 10, 2015 - no patient data available, no x.rays available, the delay of surgery time was 5 minutes.

Event description:
Device report synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the drill bit has been broken during surgery because it jammed into the drill sleeve and the surgeon could not remove it without breakage. This event had no effect on the patient and the drill bit was removed from the drill sleeve outside of the patient¿s body. There was no surgical delay due to the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: the investigation of the complained drill bit shows that the instrument is broken and returned incomplete as distal tip with partial edges is missing. Returned shaft is without damages, but twisted distal with remaining blunt edges. Investigation of documentation for manufacturing and material shows that the instrument had been produced in november, 2010 according to specification. No failure in material or manufacturing could be detected. It is likely that the instrument became stuck either in the bone or in the drill sleeve and was turned with high force causing the instrument damage. Therefore, it is recommended not to turn the drill bit during insertion into the drill sleeve in order to prevent jamming. The likely root cause is that the device was exposed to parameters outside of the approved range with too much mechanical force, well beyond its calculated design, applied during use. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.